Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 01/24/2017 software investigation completed. Findings are that the computed tomography (CT) that was used is not a quality image. In addition to the skull base, the CT is missing majority of the anterior anatomy. There also seems to be some anterior/superior distortion, especially noted in the sagittal plane. Software is functioning as designed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site could not merge an magnetic resonance imaging (MRI) and computed tomography (CT) using automerge. The site attempted merging in dbs as well as in framelink and neither worked. The surgeon was missing the base of the skull, the image quality was not ideal, and the exam had thick slices. Medtronic representative noted they completed the procedure using the imaging system to confirm the locations of the lead. The surgeon used the cts to pick the target. Delay in therapy was greater than one hour before continuing. The surgeon completed the procedure with the use of the navigation system there was no impact on patient outcome.